Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, no motor alarms were observed in the black box or alarm history. The pump powered up with vibratory and auditory alarms, and a blank display screen. No ¿pulsating motor¿ issue occurred. The complaint of a motor issue was unable to be adequately investigated to blank screen from moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the pump motor was pulsating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.